Manufacturer narrative:
E1: initial reporter phone- updated. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and the product confirmation cannot be performed. Therefore, this investigation was unable to determine the probable root cause.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that the cadd machine was currently non-functional due to error code 4154. Tsample picture provided by customer. No other information available. There was no patient involvement.